Event description:
The customer reported there was a major dent on the connecting tube of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating on the connecting tube was peeling, and foreign material was adhered to the peeled area of the connecting tube. This report is being submitted for the peeling coating and foreign material.

Manufacturer narrative:
Upon further evaluation, service found the connecting tube, bending tube, and the distal end were dented. A leak was observed due to a perforation in the a-rubber (bending rubber). Rubber adhesive in the insertion section was deteriorated and detached (chipped). Due to wear of the angle wire, the bending angle in the up/down direction was out of specification. The distal end, a-rubber, and control unit were dirty, and the universal cord had discoloration. Scratches were observed on the distal end, switches #1 and #4, the angulation lever, and scope connector. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The peeling of adhesive was due to physical stress. Olympus will continue to monitor field performance for this device.